Manufacturer narrative:
Insulin pump passed the rewind and displacement test. However, insulin pump alarmed prime during basic occlusion test due to loose and flush drive support. No rewind anomalies were noted. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with rewinding the insulin pump. No additional information provided.